Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were admitted in emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022. Customer blood glucose was 370 mg/dl at the time of incident. Customer was treated with insulin drip and insulin pump for high blood glucose. Customer stated symptoms related to high blood glucose that were vomiting and feeling sick or unwell. Customer was using insulin pump within 48 hours at he time of event. Customer was not using auto mode feature at the time of event. Customer alleged that the insulin pump was under delivering didn't feel body was not reacting when they give bolus. Customer stated that the insulin pump was passed in high pressure test. The insulin pump will not to be returned for the analysis.